Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; reline with a non-endologix device as a result of a rupture and endoleak type iiib approximately 3 years post initial implant. Clinical evaluations was unable to find substantial evidence to support the following reported events; rupture and conversion/explant. There was no endologix device failure, the reported aortic rupture and subsequent conversion occurred followed a relining procedure in 2015 using a non-endologix graft. The final patient disposition was reported to be in good condition following the explant. The review of manufacturing lot was not completed, device that failed was a non-endologix device. Devices remain implanted in the patient and were not returned, no evaluation completed. Correction: remove suspect medical device info. Update contact office. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated device and two infrarenal extension. Approximately three years later, the patient had an endoleak type iiib from the second infrarenal cuff and a non-endologix stent was placed. Recently, at an unknown date the patient was admitted emergently with an aaa rupture and endoleak type iiib. The physician elected to explant the device. Patient is reported to be doing well.

Manufacturer narrative:
(B)(4). No changes to event investigation and summary.